Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient presented with an inguinal hernia as a result of migration of the artificial urinary sphincter (aus) device. The physician determined that surgical intervention would be necessary to correct the placement of the device. There has been no surgical intervention at this time.

Event description:
It was reported that the patient presented with migration of the artificial urinary sphincter (aus) device due to an unrelated inguinal hernia. The physician determined that surgical intervention would be necessary to correct the hernia and the placement of the device would be corrected at that time. There has been no surgical intervention at this time. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
There was no device available for analysis. The reported allegations are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Updated fields for b1 adverse event/product problem, b2 outcomes attributed to adverse event, b5 describe event or problem, h1 type of reportable event, and h6 patient codes.